Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure, on the final angiogram, a type IV or type iii fabric endoleak was observed coming from the bifurcated device. The physician relined the ipsilateral limb with an endurant limb which reduced the endoleak however, did not resolve. The physician will monitor the patient and follow up in 30 days. No clinical sequelae were reported and the patient is fine. Film review analysis: review of a returned video image showed that the ipsilateral limb was on the left. Contrast was seen emanating from primarily the left ipsilateral side of the bifurcate; near the flow divider. There was also contrast seen within the sac along the ipsilateral limb, and near the gate.

Manufacturer narrative:
(B)(4). Evaluation, method: (film); results: inherent risk of procedure (endoleak); (unknown cause of event); conclusion: (unknown cause of event); known inherent risk of a procedure (endoleak).